Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis, severe osteoarthritis, and preoperative bilateral total joint replacement. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was normal in appearance with no internal thrombus present. The deployed filter was placed infrarenal via the right femoral vein below the renal veins. Approximately four months post filter deployment the patient with previously placed filter was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavogram was performed noting filter tilt with extravascular extension of the barbs beyond the wall of the inferior vena cava. It was decided not to retrieve the filter at that time. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four months post filter deployment, an ivc cavogram was performed noting filter tilt with extravascular extension of the barbs beyond the wall of the ivc. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 08/2013; manufacturing review: 08/2010. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and prophylaxis pending surgery. At some time post filter deployment, it was alleged that the ivc filter perforated, tilted, and became embedded in the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.